Manufacturer narrative:
A ge service representative performed an onsite investigation. The ram module was identified as requiring replacement. The customer chose to replace the part themselves. The customer verified the system to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.